Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into a continuous boot loop after troubleshooting a "display compatibility" error, which he resolved on his own. Initially, the display was grey, and he tried replacing the adapters on the back as it was thought that might be the problem. He then received the above error and was able to resolve the display issue before the cns went into the boot looping cycle and gave a second, error message. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into a continuous boot loop after troubleshooting a "display compatibility" error, which he resolved on his own. Initially, the display was grey, and he tried replacing the adapters on the back as it was thought that might be the problem. He then received the above error and was able to resolve the display issue before the cns went into the boot looping cycle and gave a second, error message. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.